Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, ruby coils and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing the pod coil into the vessel. The physician then attempted to reposition the pod coil and encountered resistance while retracting the pod coil. Subsequently, the pod coil unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed. Next, the physician decided to use a ruby coil; however, the technician kinked the pusher assembly of the ruby coil and noticed it while handing the ruby coil to the physician. Therefore, the ruby coil was not used. The procedure was completed using new ruby coils and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.